Event description:
It was reported that upon review of a merlin.net transmission, noise was observed. The patient received inappropriate atp therapy. Lead was capped and replaced.

Manufacturer narrative:
(B)(4).